Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was repositioned but the threshold anomaly continued. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the helix was in retracted position and was clogged with dried body fluid/tissue causing high lead impedance.